Manufacturer narrative:
The customer reported that their AED was flashing red and displaying service code 5310. During troubleshooting, it was observed that the AED was inconsistently delivering audible prompts. Service code 5310 can be triggered by an issue with the speaker component. The customer was advised to remove the AED from service.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.